Event description:
It was reported that the deep brain stimulation (dbs) patient experienced horrible electric shocking sensations through his body while the device was being programmed or when switched to different programs or turning the device on or off. It causes his face and body to become contorted and is painful. He is now having trouble feeding himself and doing simple tasks.